Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable glucose results from accu-chek inform ii meter serial number( B)(4). At 5:34 pm, the nurses tested a neonate patient and the result was 566 mg/dl. At 5:35 pm, they repeated the test on the same meter and the result was 478mg/dl. At 5:40 pm, on accu-chek inform ii meter serial number (B)(4) the result was 84 mg/dl. The customer used different vials of the same test strip lot on the different meters. However, the staff thought only the results from meter (B)(4) were too high. They did not treat the patient. There was no adverse event. The suspect test strips were requested to be returned for investigation.

Manufacturer narrative:
This follow up report is submitted due to a missing follow up number and to correct the numbering. This report is a duplicate of 1823260-2016-01655-02 already submitted. The involved meter was received for investigation and was tested with retention material (lot 474466) and control material. All results were within the acceptable range. Information was not provided regarding the patient's stress, blood flow to the site, tube/technique used by the personnel, or condition of the patient at the time of comparison. All of these factors could have affected the accuracy of the results obtained.

Manufacturer narrative:
The involved meter was received for investigation and was tested with retention material (lot 474466) and control material. All results were within the acceptable range. Information was not provided regarding the patient's stress, blood flow to the site, tube/technique used by the personnel, or condition of the patient at the time of comparison. All of these factors could have affected the accuracy of the results obtained.

Manufacturer narrative:
The field support personnel visited the site and conducted a laboratory evaluation. Testing of eight neonates was observed and the customer's technique was very good. A heel warmer was used when obtaining a sample for a laboratory testing along with the meter test. The first drop of blood was wiped away prior to applying the sample to the strip. A recommendation was made to always use a heel warmer when performing a meter test and to allow the alcohol to dry before pricking the heel.

Manufacturer narrative:
The customer's strips were received for further investigation and were tested with a retention meter and control material. Control ranges: level 1:30-60 mg/dl; level 2:261-353 mg/dl. Results: level 1:42 mg/dl, 43 mg/dl, and 42 mg/dl; level 2: 301 mg/dl, 296 mg/dl, and 296 mg/dl. All results were within the acceptable range.